Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a second mitraclip procedure was performed to treat recurrent degenerative mitral regurgitation (mr) with a grade of 4 and thickened leaflets. One of the previously implanted clips had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). A mitraclip xt was placed between the two previously implanted clips, and an attempt to deploy the clip was made. However, while removing most of the lock line, it became stuck. While attempting to remove the clip delivery system (cds) through the steerable guide catheter (sgc), the cds became stuck. A new sgc and a new mitraclip were inserted without issues. The clip was then deployed on the mitral valve, reducing mr to a grade of 2. A vascular surgeon was then called to assist to remove the first sgc with the clip still stuck on the sgc. However, during removal, the clip detached and in the iliac. The sgc was able to be removed from the patient. The clip remained in the iliac with an emboli vena cava filter to prevent clip migration. The patient was then transferred to the intensive care unit (ICU) and remained stable without vasoactive medication.

Event description:
Subsequent to the previously filed report, the following information has been corrected. The cds was attempted to be retracted into the sgc, the clip came along with it but was unable to be pulled back into the sgc. There was no resistance. The clip did not fit into the steerable, even with open arms, an attempt was made to capture it, but without success, so the doctor retracted the clip together with the steerable to the iliac (approximately) and released the vena cava filter. The clip had detached as it was stuck to the lock line.

Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there was no reported patient effect and/or reported device issue associated with the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. Removed medical device problem code:1528.